Event description:
It was reported that patient underwent acl repair procedure on (B)(6) 2012. During the procedure, as the surgeon was trying to implant a screw, it fractured. All pieces of the screw were removed from the patient and another screw was used to complete the procedure with no reported delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number three states, "bending, fracture, loosening, rubbing, and migration of the implant may occur as a result of excessive activity, trauma, or load bearing". The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. The screw was found to be within specification per the associated criteria. No specific cause for the fracture could be determined.